Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular leadless pacemaker could not be interrogated. The device was not used and the implant aborted. The patient was stable.